Event description:
Patient came to pick up a disk of his images and expressed a concern that he was burned when he was in the mr scanner about four months ago. Patient stated that he had an area around his circumference that felt burned. He stated that he did not notice it when he was originally scanned because he was experiencing a lot of back pain. He came for an additional scan about three weeks later and that he was scanned on the other magnet that day and had no issues. The technologist explained that burning can occur if the coil is touching your skin and he stated that the technologist who performed his scan had given him pants and a gown and had him change his clothes and that the coil was not touching his skin. He stated the burning was at the edge of the coil. Another technologist looked at the area the patient complained about, it goes all around him. On either side it is at the level of the iliac crest. In the front it creates a concave up curve that follows his belt line. On the back it is straight across his back at the level of the iliac crest. The area where the patient complains of burning is at the center of the coil not the edge.